Event description:
A healthcare professional reported with a description of faulty lens. The lens was not implanted. They have loaded the lens as per normal and advanced it into the inserted everything felt normal no resistance however when they continued to advance it did not feel right. So, they had a look under the microscope and the lens had been caught and rotated 180 degrees inside the cartridge. They then pull back the plugger and tried to remove the lens to reload but it was to far advance so we could only injected it out and the trailing haptic was caught and broke. They felt like it was a fault cartridge that led to the lens having issues. There was no direct patient impact. They have used backup lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.